Manufacturer narrative:
Lot number - the customer reported two potentially associated lot numbers, ur17b10089 and ur17a26079. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) catheter extension sets were leaking. This occurred during infusion using an unspecified infusion pump. The leaks were noted at the junction of the tube and the luer connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot ur17a26079 was manufactured 01/27/2017; lot ur17b10089 was manufactured 02/11/2017. Five units of unknown lot numbers were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed with no issues noted. A leak was discovered between the microbore winged female luer lock and the tubing during pressure testing and functional testing in all five received units. The reported condition was verified. The cause of the reported condition could not be determined. Two units were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.